Event description:
A report was received from social media that the patient underwent a surgery route for unknown reason. No further information can be obtained.

Event description:
A report was received from social media that the patient underwent a surgery route for unknown reason. No further information can be obtained.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to irritation and not working right. It was noted that scar tissue was causing the patient¿s problem. The patient was doing well post-operatively.

Event description:
A report was received from social media that the patient underwent a surgery route for unknown reason. No further information can be obtained.